Event description:
It was reported that 2 bd safety glide¿ needles were unable to deliver medication. The following information was provided by the initial reporter : it was reported by the distributor that it is difficult to push medication through the needle. Date of event : unknown

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Manufacturer narrative:
Correction: h.10 - the dates of manufacture and expiration (d.4 and h.4) were known. Disregard the previous statements about them being unknown. H.6. Investigation summary : 1. Exec summary - samples were received and an investigation was performed. - it was reported that it is impossible to push the medication through the needle. To aid in the investigation, one hundred samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with a saline solution, all samples expelled the solution; no needle was observed clogged. - a review of the complaint lot history check was performed and this is the 1st related complaint for needle clogged or blocked on this lot #. No non-conformances were raised in association with this type of event for this lot# concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue hence as the root cause is undetermined and based on trend analysis no further action is required at this time. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - release date: 09/28/21. Released quantity was 670,500. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 1244738 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. This batch was manufactured from 9/13/21 through to 9/14/21.

Event description:
It was reported that 2 bd safetyglide¿ needles were unable to deliver medication. The following information was provided by the initial reporter : it was reported by the distributor that it is difficult to push medication through the needle. Date of event : unknown.